Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator was successfully downloaded in the field and was functioning normally, as received. Despite extensive testing, the backup vvi condition could not be reproduced and the device exhibited normal electrical characteristics throughout all tests. The reason for the backup vvi could not be determined.

Event description:
It was reported that post implant, the pulse generator began pacing at 67.5 bpm. Interrogation found that the device was in backup vvi mode. A software download was unsuccessful. The device was removed and replaced .